Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
The asymptomatic patient presented for routine follow-up and an increase in pacing lead impedance was noted. Loss of capture was also observed. The lead was explanted.